Event description:
It was reported that during a da vinci s surgical procedure, arcing was observed coming from the monopolar curved scissors (mcs) instrument with an mcs tip cover accessory installed. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The mcs tip cover accessory has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If the tip cover is returned for evaluation a follow-up MDR will be submitted. The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the proximal clevis exhibits a series of char marks from approximately .100 to .140 above the interface with the tube extension. Engineering concluded that the char marks are most likely the areas where energy escaped through the tip cover. Although the mcs tip cover accessory used in conjunction with the monopolar curved scissors instrument was not returned for evaluation, engineering found that the char marks on the instrument are located where the tip cover accessory silicone and ultem sleeve meet. There are no burrs/damage on the instrument in the area where the char marks are located that would contribute to an arcing event. No other damage found.